Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not turn on. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: membrane panel is faulty, broken connector pin. The device was diagnosed and resolved with spare parts. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to an unknown procedure on an unknown date, it was observed that the generator device did not turn on. During in-house engineering evaluation, it was determined that the device had broken connector pin. There were no adverse patient consequences reported. No additional information was provided.